Manufacturer narrative:
(B)(4). The insulin pump passed the self test and the displacement test. No unexpected insulin pump error alarm noted during testing. Moisture damage was found on the electronic assembly, motor, and force sensor during visual inspection. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by the medtronic indicated that the insulin pump had pump error alarm. The insulin pump was exposed to water and had insulin pump error alarm. Customer stated that they were able to clear the alarm. And able to rewound the insulin pump. Customer reported that the keypad was responsive. Customer explained that the troubleshooting was done however insulin pump did not work. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.